Event description:
The customer reported that a "surge" occurred during a surgical procedure. Subsequently, the pt experienced a posterior capsular tear. No pt info has been received. Add'l info has been requested.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. No problem was found and no parts were replaced.